Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) states if the pt's have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in pt arteries >5 mm diameter when there is fond to be no luminal narrowing of 40% or greater within 5 mm of the puncture site. According to the IFU, the safety and effectiveness of the angio-seal has not been established in pts with clinically significant peripheral vascular disease.

Event description:
A 6f angio-seal vip was selected for closure of the common femoral artery. Following the deployment, an ultrasound was performed. The ultrasound revealed that the pt had a complete vessel occlusion in the common femoral artery and that the artery was diseased. The pt required surgical intervention to restore the blood flow to the lower extremity. She was reportedly stable following the procedure.